Event description:
Customer had a pt sample which was tested for tsh, free t3 and free t4. The sample yielded abnormal results on the e2010, however, when tested on a beckman dxi and architect i2000, the results were all within normal ranges. Customer provided the following results for the samples: e2010 gave tsh 0.304 uiu/l, free t3 11.96 pmol per l, free t4 25.22 pmol per l. E411 gave tsh 0.325, free t3 12.68, free t4 24.57 (no units of measure provided). Beckman dxi gave tsh 0.59, free t3 4.37, free t4 8.81 (no units of measure provided). Architect i2000 gave tsh 0.68, free t3 3.1, free t4 13.1 (no units of measure provided). Customer states pt was clinically euthyroid and elecsys results did not fit the clinical picture. No info was given to determine if the pt was adversely affected. If add'l info is provided, appropriate notification will be provided.